Event description:
User experiencing low pt sodium results, which resulted higher when repeated on another analyzer - same methodology. Seven pt samples were provided as examples. Same samples used for repeat testing. Pt samples 1 through 5 were initially run in 2007, and repeated on the next day. Pt 1: (female), initial result gave 133 mmol/l; repeat gave 144 mmol/l. Pt 2: (female), initial result gave 129 mmol/l; repeat gave 138 mmol/l. Pt 3: (female), initial result gave 126 mmol/l repeat gave 134 mmol/l. Pt 4: (female), initial result gave 130 mmol/l; repeat gave 138 mmol/l. Pt 5: (female), initial result gave 116 mmol/l; repeat gave 124 mmol/l. Pt 6: (male), in 2007, initial result gave 128 mmol/l, same sample repeated in 2007 gave 134 mmol/l. Pt 7: ( male), in 2007 initial result gave 131 mmol/l , same sample repeated in 2007 gave 138 mmol/l. Erroneous results were reported. No adverse events reported in association with the incorrect results. The field service rep was unable to determine the root cause. Performance test were performed which were within specification.